Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. The pump is reportedly reading that there is less insulin than there actually is in the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box and alarm history show no errors or alarm associated to the complaint, only typical usage was observed. During testing, an e-z prime operation was performed with no difficulties; a cartridge was loaded and the volume was accurately recognized. The pump passed force sensor calibration testing and it was verified that 0 units were remaining after the pump emitted an empty cartridge alarm. Testing was unable to confirm or duplicate the reported failure.